Event description:
It was reported that the lv lead had high thresholds and was dislodged. The rv lead impedance and thresholds were high. The leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2022-47059.

Event description:
New information notes that while explanting the lv and the rv leads the ra lead was dislodged and also explanted no other issues observed on the ra lead. The patient was stable. Related manufacturer reference number: 2017865-2022-50411.